Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510k number for the fluency plus endovascular stent graft products is identified in d2 and g4. As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent stent placement procedure by using fluency. It was reported that during use the stent was allegedly coming out of the artery because it was bleeding. The procedure was completed using another device.

Event description:
On (B)(6) 2026, a patient underwent a stent placement procedure using a fluency plus vascular stent. During the procedure, it was reported that the stent was protruding from the artery, and bleeding was observed at the site. The device was removed, and the procedure was completed using an alternate device. The current status of patient is unknown.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510k number for the fluency plus endovascular stent graft products is identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the device was not returned for evaluation. No photos were provided. In this case limited information regarding the alleged device problem was reported. Based on information available, the reported issue was related to the complex vessel profile of the patients anatomy. It is unknown whether the issue occurred during the deployment procedure or after the stent has been placed at the target site. A difficult patient anatomy or a challenging placement site, as well as inadequate accessories, improper preparation or a defect device may be other potential causes or contributing factors for various potential complications during deployment or the stent graft was placed. Based on limited information available and as no device sample or any photos were provided, the reported issue could not be reproduced. Based on information available and as no sample or photos were provided, the investigation is closed with inconclusive result. A definitive root cause for the reported issue could not be determined with the available information. Labeling review: relevant labeling supplied with this product was reviewed. Complications and adverse events that may be associated with the fluency plus vascular stent graft or the related procedure were found to be addressed in the instruction for use (IFU), in particular stent graft collapse/compression, - fracture, - kinking, - migration, - misplacement, stenosis/thrombosis, surgical intervention or vessel injury. Instructions for preparation, stent graft deployment and instructions post stent graft placement are addressed in the instruction for use. B5, g3. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510k number for the fluency plus endovascular stent graft products is identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the device was not returned for evaluation. No photos were provided. In this case limited information regarding the alleged device problem was reported. Based on information available, the reported issue was related to the complex vessel profile of the patients anatomy. It is unknown whether the issue occurred during the deployment procedure or after the stent has been placed at the target site. A difficult patient anatomy or a challenging placement site, as well as inadequate accessories, improper preparation or a defect device may be other potential causes or contributing factors for various potential complications during deployment or the stent graft was placed. Based on limited information available and as no device sample or any photos were provided, the reported issue could not be reproduced. Based on information available and as no sample or photos were provided, the investigation is closed with inconclusive result. A definitive root cause for the reported issue could not be determined with the available information. Labeling review: relevant labeling supplied with this product was reviewed. Complications and adverse events that may be associated with the fluency plus vascular stent graft or the related procedure were found to be addressed in the instruction for use (IFU), in particular stent graft collapse/compression, - fracture, - kinking, - migration, - misplacement, stenosis/thrombosis, surgical intervention or vessel injury. Instructions for preparation, stent graft deployment and instructions post stent graft placement are addressed in the IFU. G3, h6 (method). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent stent placement procedure by using fluency. It was reported that during use the stent was allegedly coming out of the artery because it was bleeding. The procedure was completed using another device.